Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality and defective marking with the incident lot was observed.evaluation of the photographs provided showed tubes with larger than normal droplets of additive on the tube walls. Due to this the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd determined that the root cause of the indicated failure mode of additive abnormality and defective marking was attributed to manufacturing. H3 other text : see h.10.

Event description:
It was reported that 173 bd vacutainer® k2e 10.8mg plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "the following issues were found in tubes (365900) from lot 0147798: discolored additive ×173. Defective marking ×1. Spot in tube ×1".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 173 bd vacutainer® k2e 10.8mg plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "the following issues were found in tubes (365900) from lot 0147798: discolored additive ×173, defective marking ×1, spot in tube ×1".